Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, air bubbles were observed within the pump supplies. The customer primed the tubing resolving the occlusions.